Event description:
He was in best buy driving along when the unit allegedly sparked from under the seat area. And he also allegedly smelled a burning smell. The complainant allegedly did not require medical attention at the time of the incident.